Event description:
It was reported to vyaire medical that the avea ventilator is giving ¿loss of air¿ alarm. Air inlet pressure measurement is showing on the screen. They tried to perform the calibration of air inlet transducer, but it was failed. Furthermore, there was no patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.